Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2004, the patient presented with pre-op diagnosis: degenerative disk disease, l4-5 and l5-s1. The patient underwent: l5-s1 alif. Insertion of intervertebral fusion cages, l5-s1. Anterior l5-s1 diskectomy. Bmp-ii. As per op notes, after retroperitoneal exposure of the l4-5 and l5-s1 disk space it was felt that it was not safe to proceed for an anterior diskectomy and fusion with cages from the anterior approach due to patient¿s obesity. Posterior interbody fusion was decided to be performed on a later date. Complete l5-s1 diskectomy was performed. The ak lordotic system was used. Bilateral 12mm distraction plugs were placed. Then two 17x20mm bak lordotic implants packed with bmp were placed. Additional bmp sponges were placed in the anterior aspect of the cages, between the cages, and lateral to the cages. Complications none. Patient alleges unspecified injury due to the use of rhbmp-2.